Manufacturer narrative:
(B)(4). D10- medical product persona 0 deg dist cut block item# 42509901000, lot# 62757395. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trocar pin fractured in half and got stuck in the distal cut block. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the returned products identified the distal cut block exhibits signs of use (scratches, gouges) and confirming complaint a fractured unknown drill pin remains lodged in one of the pilot holes. Drill pin ID is unknown therefore no dimensional analysis could be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed based on the evaluation of the returned products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.